Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's atrial lead capture thesholds are rising. It also was noted that a device report from the pt had "dual egm" issues. No patient complications have been reported as a result of this event.